Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and that the pump battery was not charging. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. Customer¿s blood glucose value was 59 mg/dl.